Event description:
It was reported by service report that the scale weighing is 50 lbs less than it should. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: bent frame.